Event description:
Device report from synthes europe reports an event in (B)(6) as follows: since the beginning of 2014, it was noted that some distal locking screws were being discovered broken on distal radius plates (drp). The majority of patients had a plaster cast put on postoperative; the same as the other 700 cases treated by the hospital. It was during the removal of the plaster cast that the surgeon discovered that the distal screws are broken. The screws were broken post-operatively and discovered when the surgeon removes the plaster cast. This report is for unknown quantity of unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for unknown quantity of unknown locking screws. Partial part number of 412.8xx provided. Date of implant: unknown; date of explant: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: no device was received from the customer. A detailed investigation of the complaint is not possible due to missing product information (lot, failure mode), and missing devices for inspection. Several causes could have led to the reported post-operative screw breakages, which cannot be further investigated. It was controlled if the risk documentation covers the issue described in the device report. The current risk documentation is adequate. The raw-material testing certificates and the manufacturing papers for the articles showed no deviations regarding dimension, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 and astm f 2066. Without the provided product information and the involved parts, further investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has not been explanted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-operative x-rays were taken on (B)(6), 2014 which is when the screw breakage was noticed. It was reported that the broken screws will not be removed since the patient had consolidated and there was only a slight malunion.